Event description:
It was reported that during the percutaneous transluminal angioplasty procedure, the balloon (subject device) was guided to the target site. Dilation of the balloon (subject device) was attempted, however pressure could not be applied and dilation of the balloon (subject device) could not be confirmed under fluoroscopy. Upon removal from the patient the balloon (subject device) was found to be ruptured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported events of balloon failed to inflate and balloon burst/ruptured during use.

Event description:
It was reported that during the percutaneous transluminal angioplasty procedure, the balloon (subject device) was guided to the target site. Dilation of the balloon (subject device) was attempted, however pressure could not be applied and dilation of the balloon (subject device) could not be confirmed under fluoroscopy. Upon removal from the patient the balloon (subject device) was found to be ruptured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.